Manufacturer narrative:
The missing info was unattainable from the customer. Complaint verified from returned sample. The deep cuts in the cladding start a total of 20.75" from the distal tip and continue until the cladding is completely cut at 16.25" from the distal tip. Bare wire is exposed for 2" and then the cladding is peeled back for 3.75". The wire was die tested for coating uniformity. The coating was uniform everywhere on the wire and showed no abnormalities. This is an user error and no corrective action is required. The guidewire showed no defective signs and all indications point toward an off-label use such as use with a metal introduction device. The IFU clearly states "do not use the argon hydrophilic guidewire with devices that contain metal parts." The extent of damage to the guidewire could have also been minimized if the IFU was followed as it states "during manipulation, if any resistance is felt...stop the manipulation and find out the cause with fluoroscopy."

Event description:
The customer reported, the guidewire jacket was cut through and peeled back during procedure. No pt injury.